Event description:
The clinician has been treating a patient and they have reported a problem where the patient has been burned under the electrodes. We believe the latest software is installed and has been used in accordance with the operational instructions.

Manufacturer narrative:
Device is for export only.